Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming circuit occlusion and extended high peak pressure. There was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the gas delivery engine (gde) and was able to duplicate the reported issue. The root cause of the reported issue was due to the expiratory pressure transducer output drifting. This is considered to be a known issue being addressed by a field corrective action. Remediation and repair of the suspect device has been completed. This reported issue will be tracked and internally investigated.